Event description:
It was reported by the patient's wife that the patient was experiencing "episodes" intermittently over the past four months, "real heaviness", and "like a knife stabbing him." The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.